Event description:
Explant product was received by manufacturer and is product analysis is ongoing. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed and reviewed. Generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the generator. The lead product analysis was completed and approved. Lead fracture was confirmed. During the visual analysis, the pin coil was found to be broken. The broken ends of the coil show appearance suggesting that a stress-induced fracture has occurred. Continuity checks of the returned lead were performed during the functional analysis, and no other discontinuities were identified. One set of setscrew marks was found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The location of the four additional setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Canted spring scratches were observed on the connector ring surface. No anomalies preventing the connector pin from being fully inserted into the generator were noted. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No additional relevant information has been received to date.

Manufacturer narrative:
D4. Inadvertently notes incorrect lead information in the initial MDR submitted.

Event description:
It was reported that the patient's device showed high impedance initially during implant but then after concurrent impedance checks, was within normal limits. The patient was then seen again and high impedance was noted. The patient had a full revision. The explanted device has not be received to date. No additional relevant information has been received to date.